Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis.

Event description:
It was reported that during the implant procedure, the device was initially interrogated and programmed. Upon placement into the patient, it was no longer possible to establish telemetry with the device. Multiple attempts were made, with multiple programmers, without success. The device was removed from the pocket, and interrogation was attempted once more, still without success. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).